Manufacturer narrative:
Please note that the device was received and was updated accordingly. After deployment of a stent in a heavily calcified, tortuous and 99% stenosed left superficial femoral artery, the physician encountered resistance/friction during removal of the device (sds). In an attempt to remove the sds it was moved back and forth several times without success. The guidewire was changed from the 0.014 to 0.025 and although some friction/resistance was still experienced, the sds was able to be removed from the patient together with the guidewire using strong force. There was no reported patient injury. The device did not kink or bend at any time prior to the resistance/friction and there was no damage observed on the device after removal from the patient. One non sterile unit of smart control 7x100 mm was received coiled in a plastic bag, locking pin and stent were not received. Outer sheath was bent at ID band and at 10 cm from ID band. Distal tip was un-cannulated (dislodged). Blood residues were observed at distal end. No other discrepancies were found. Outer diameter (od) of the stent delivery system was measured at several locations and it was found within specification per drawing # (B)(4), rev. 16. The stent delivery system (sds) was introduced into a lab sample 6fr csi introducer and the csi went through the entire length of the sds with no resistance found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "resistance friction-outer sheath/ withdrawal difficulty-from vessel" condition, reported by the customer was not confirmed, as no resistance was felt during the functional analysis and no discrepancies were found in the dimensional analysis. The cause of the bent condition of the outer sheath, found during the product analysis, could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the manufacturing process to prevent this type of condition, reference procedures documented in route sheet # (B)(4) rev. 16, handling and the coiled condition of the unit received for analysis may contribute to the failure as found. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
The report received from the affiliate indicated that during pta of a 99% occluded lesion in the left superficial artery with heavy calcification and vessel tortuosity using the contralateral approach, a smart control (complaint product) was delivered and the stent was placed in the target lesion without problem. However, large friction/resistance occurred while removing the sds. A distal tip did not seem to be caught with the stent. The sds was moved back and forth several times but could not be removed. The gw was changed from the 0.014 to the 0.025. Although some friction/resistance was still experienced, the sds was pulled back with strong force. It was removed from the patient together with the gw. The procedure was completed without patient injury. Please note that shipping of the complaint product will be delayed due to the current circumstances in (B)(6). The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The device did not kink or bend at any time prior to the resistance/friction. Other devices did not kink or bend at any time. Prior to insertion it was verified that the stent was contained within the outer sheath/introducer of the system. It was reported that damage was not observed on the complaint device after removal from the patient. But the physician suspects some problems on the sds. Information regarding the guidewire and guiding catheter used in the procedure was not available except that the guide wire size used was a 0.014 inch then changed to 0.025.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.